Manufacturer narrative:
On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed a tear measuring 0.5 cm on the posterior view. In addition, a crease was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with two 300cc mentor smooth round moderate profile prostheses (catalog #: 3501645, right serial #: (B)(6) left serial #:(B)(6). On (B)(6) 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-nov-2021, mentor received additional information regarding the explantation date. The patient is scheduled to undergo explantation on (B)(6) 2022. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: deflation section d 6b. Date of explantation: (B)(6) 2022 manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-oct-2021, mentor received additional information regarding the consultation with a healthcare professional. The patient was scheduled to have a consultation with a healthcare professional on (B)(6) 2021. On 3-nov-2021, mentor received additional information regarding the patient¿s symptoms. The diagnosis of the right-sided deflation was confirmed by a healthcare professional. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a . (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a revision breast augmentation with a 300cc mentor smooth round moderate profile prosthesis and experienced right-sided deflation postoperatively. The patient stated that MRI reported a normal result. The patient had a consultation with a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date.